Event description:
A customer reported obtaining unexpected negative reactivity with the antibody identification assay on the galileo instrument.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that reactions appeared as reported by the instrument. The immucor product investigation lab confirmed the presence of the jka antigen on capture-r ready ID extend I, lot dp062.